Event description:
Pump declared a cartridge change error. There was no reported impact to the customer's blood glucose level. Caller was able to complete the load process and resume insulin after being instructed to inspect and ensure the cartridge o-ring was in place and undamaged, and successfully attached the cartridge to the pump.